Event description:
It was reported that during an unknown procedure, the device was stuck on the biliary duct and the patient almost had to be opened to remove the device. It is unknown how the device was removed. Another device was used to complete the procedure. No adverse consequences reported. Additional information was requested and the following was received: "the surgeon fired the device on the duct and the clip would not come out of the device. The surgeon was able to remove the device by pulling the device off the tissue. There was not tissue damage or consequence to the patient. The clip looked fine it just would not release out of the device."

Manufacturer narrative:
Date sent: 11/18/2009. Empty, indicator wheel failure the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty, locked out and with the orange indicator beyond its intended position. No functional testing could be performed to evaluate the event reported due the condition of the device. A batch record review was performed, and no anomalies were found during the manufacturing process.